Event description:
It was reported that the ventilator's part fell off. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
According to the information received the thermoshell falls off easily. No further information has been provided despite requests. No other similar complaints have been found. The gas from the patient system leaves the system via the expiratory outlet and a thermo sleeve can be attached to the outlet to reduce condensation. Our conclusion is that the referred part was the cause of the issue. However, the root cause has not been established as no further information have been provided and no part have been returned for investigation.